Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient underwent mesh implantation in order to treat uterine prolapse with obstruction, dyspareunia, and chronic pelvic pain. The patient underwent the concurrent procedure of a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent exploratory laparotomy with abdominal sacrocolpopexy, birch retropubic urethropexy, bilateral paravaginal repair, lysis of adhesions and intraoperative cystoscopy with suprapubic foley placement due to stress urinary incontinence, vaginal vault prolapse and cystourethrocele on (B)(6) 2006. No additional information was provided. (B)(4) - urinary problems; undefined recurrence; neuromuscular problems; prolapse; cystourethrocele.

Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2006 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.